Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on his sensor when compared to an adc meter. The customer self-treated with ¿30 units¿ of insulin and experienced symptoms described as ¿no longer possible to speak and run properly¿ and the paramedic was called. The paramedic treated the customer with unspecified infusion and the customer was taken to a hospital where a reading of 34 mg/dl was obtained on the hcp meter and the customer was diagnosed with hypoglycemia. A treatment of glucose infusion was administered and no further information was reported. There was no report of death or permanent injury associated with this event.